Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited low, out-of-range (oor) pacing lead impedance measurement less than 200 ohms along with oversensing and pacing inhibition but without asystole. Subsequently, this lead was surgically abandoned while the device was explanted. No additional adverse patient effects were reported. The system was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.